Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented for clinic appointment after being in sub-acute rehab (sar) and upon device interrogation there were multiple driveline disconnect alarms. The clinic was unsure what happened. The patient stated they disconnected to go to the bathroom, but it was noted that they were not the best historian. Log file review was requested, and it appeared to contain a series of driveline connections/disconnections as well as system controller power off/on resets between (B)(6) 2023 and (B)(6) 2023. It was noted that the log file submitted was from the patient's former backup controller (hsc-127316). The original primary controller (hsc-129627) was lost at the sar. The patient was noted to be currently admitted with clinical issues but otherwise stable. Additional log files from the second system controller were submitted for evaluation. It was stated that these were the events captured on the patients primary controller. The controller was disconnected at some point and the patient was attached to their back up controller. The primary controller was delivered to the clinic after it was located at the patients sar facility. The controller event log file for hsc-129627 contained data from (B)(6) 2023 11:38:11 to (B)(6) 2023 12:14:29. The data indicated that it was then briefly connected to a power module on (B)(6) 2024 and again on (B)(6) 2024. The patient was connected to hsc-127316 during parts of the log file history. On 09dec2023 at 11:40, the log file recorded no external power events prior to power source changes. These events appeared to be accidental on behalf of the patient/care provider and not due to equipment faults. Similar no external power events are recorded that appeared to be due to accidental disconnects of both power leads while attempting to switch power sources on 09dec2023 at 18:17, 09dec2023 at 18:32, 10dec2023 at 14:05 and on 15dec2023 at 12:09. On 26dec2023 at 10:23, a driveline disconnect event was recorded. There were no active alarm flags or fault flags prior to the driveline disconnection event. Motor speed was reduced to zero rpms. Per data from hsc-127316, the driveline was momentarily connected at this time. The driveline was reconnected to hsc-129627 at 10:24. Total time disconnected appeared to be 54 seconds. At 11:51, another driveline disconnect event was recorded. Per data from hsc-127316, the driveline was momentarily connected at this time. The driveline was reconnected to hsc-129627 at 12:57. Total time disconnected appeared to be 1 hour, 6 minutes, 12 seconds. On 27dec2023 at 8:31, another driveline disconnect event was recorded. The driveline remained disconnected through the rest of the log file history. Per data from hsc-127316, the driveline was connected at this time. It was confirmed that there were no issues with the primary system controller. The patient had no neurologic events when the pump was off and reconnected and was in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarms was confirmed via the provided log file. The log file provided from the patient¿s original backup system controller (serial number (B)(6)) contained data within the timeframe of the reported event spanning approximately 1 day ((B)(6)2023 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. The controller was observed to have been powered on on (B)(6) 2023. The patient¿s driveline was connected to this controller shortly after being powered on, ramping the pump up to speeds above the low speed limit. The driveline was disconnected approximately 1 minute later on (B)(6) 2023 at 10:24, and then the controller was shut down. The controller was powered on again on (B)(6) 2023 approximately 1 hour later, and the patient¿s driveline was reconnected to this controller. The driveline was disconnected again on (B)(6) 2023 at 12:57, and the controller was shut down again. The controller was powered on again on (B)(6) 2023, and the patient¿s driveline was reconnected to this controller. The controller remained in patient use throughout the remainder of the data, and no other notable events were observed. The system controller was not returned for analysis. Per additional information, multiple driveline disconnections and reconnections were performed by subacute rehab staff on (B)(6) 2023; however, further info regarding the reason for the multiple driveline disconnects and reconnects was unable to be provided. It was also stated that there were no issues with the original primary system controller (serial number (B)(6), evaluated separately). The root cause of the reported event appeared to have been disconnecting the driveline from the system controller in a manner that was not appropriate nor recommended per the labeling. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline disconnect conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.